Event description:
Reporter alleges that the pt complained of vision problems, joint sensitivity and nipple sensitivity that prompted her to have x-rays which showed the right breast was deflated. Reporter denies that there was any trauma to the chest.